Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower case halves were broken. However it was also noted that the high rate cover and main clear cover were missing, one battery latch was broken, both bail covers and ring cover were broken, the caution label was missing and the ring was missing. (B)(4).

Event description:
It was reported the case is damaged. The device was returned for repair and calibration. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.